Event description:
On (B)(6) 2014, it was reported that a (B)(6) male patient undergoing cranial surgery "bucked" or "coughed" during the (B)(6) 2014 procedure, causing his head to slip from the hfd100 skull clamp assembly. The slip resulted in a laceration to the patient's scalp, requiring 4 stitches.